Event description:
It was reported that the patient experienced pain in the back of the head that appeared at the ¿end of march¿ and a tension headache was initially suspected; nsaids were prescribed. The headache worsened on (B)(6) 2013 and hospitalization was required. The patient experienced a chronic subdural (bilateral) hematoma and intracranial hypotension; date of onset was (B)(6) 2013. In addition to cephalgia having appeared, the patient¿s cognition seemed to have also slowed down. A CT of the head was performed on (B)(6) 2013 due to the worsening headache. The CT scan of the head revealed the bilateral subdural hematoma. Bilateral hematoma drainage was performed on (B)(6) 2013. On (B)(6) 2013, a spinal MRI found expansion of the epidural space; the site of leakage was identified. The headache was resolving as of (B)(6) 2013; however a CT of the head found hematoma growth. On (B)(6) 2013, a new hemorrhage was believed to have occurred and the patient was placed on bed rest. A pump operability test was performed on (B)(6) 2013; no volume discrepancy occurred. On (B)(6) 2013 a spinal MRI was performed again but no change from the (B)(6) 2013 findings were seen; there was significant change however regarding a head CT. The addition CT of the head, with high intensity, revealed no hematoma growth but was indicative of a new hemorrhage. A head CT was performed again on (B)(6) 2013 and no change in hematoma volume was seen; a change in color density was noted. An epidural blood patch was performed on (B)(6) 2013. A head CT on (B)(6) 2013 revealed no change of the hematoma volume or in color density. Another CT of the head on (B)(6) 2013 confirmed a reduction in the size of the hematoma. As of (B)(6) 2013 the patient was recovering and was released from bed rest. Per the attending physician, the subdural hematoma was most likely caused by csf leakage from the catheter insertion site tethered to intracranial hypotension. It seemed to the hcp that there was no particular problems with the procedure, but since the catheter passed through the dura mater it was theoretically not surprising that the issue occurred. Since there was no ¿head banging¿ and the hematoma was bilateral, it was noted that they had no choice but to consider a causal relationship with intrathecal baclofen therapy (itb) catheter insertion. The hcp further indicated that this complication needed to be known widely as a ¿rare¿ complication. Patient was receiving gabalon via their implanted pump at a dose rate of 30 mcg/day.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).